Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image with the 180 endoscopes and the maj-1430 video cable was exchanged. The event occurred during an oesophago- gastro-duodenoscopy procedure. A mobile emergency endoscopy cart was used to complete the operation with a prolonged examination time and an increased propofol sedation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was not possible to determine if the indicated phenomenon occurred due to a malfunction of the subject device. The product was not returned to the repair department and the condition of the product could not be confirmed. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.